Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, one other complaint for this same failure, resistance, within this same lot has been reported. Both cases were performed by the same physician and occurred during the same clinical procedure. The second case is not reportable since the polyimide band did not separate from the device. During visual inspection of the returned device, a severe tear in the monorail extending from the exit port past the location of the polyimide ring down to the opaque band was observed. The polyimide band was separated and missing from the device. The polyimide band of the catheter prevents complete tear-out of the guidewire from the catheter by creating additional material strength. In this case, sufficient force was applied such that instead of the catheter tear stopping at the polyimide band, the force applied resulted in the entire extraction of the polyimide band from the catheter. The polyimide band would likely be contained on the guidewire upon extraction. This is evidenced by the observation that the tear did not migrate beyond the location of the band and did not result in complete tear out of the guidewire. This indicates the polyimide band was contained on the wire between the user and the distal end of the catheter. No evidence was observed that would conclude the catheter was mfg out of spec. In the past, a severely kinked guidewire was found to be the root cause for this failure mode. The guidewire was not received to confirm if the wire was severely kinked and/or the presence of the polyimide band could be determined.

Event description:
A volcano revolution ivus catheter was used to image a 90% occluded circumflex artery with a mixed plaque burden. There was resistance with the guide wire and it was difficult to insert the guide wire in the catheter during the tenth pullback in the artery. The catheter was not used for the rest of procedure. An alternate device was used to successfully complete the procedure. No adverse events were reported. Upon investigation of the returned device, it was observed that the polyimide band (approx 1 mm x 2mm) was separated and missing from the device. Volcano policy currently requires that anytime a portion of a catheter separates within a pt, even when the part remains on the guide wire, the event be reported as a safety or potential safety event.